Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen in clinic and reported that, "something is itching inside" and their device was checked and found to have low impedance. The patient was then referred for surgery. Additional information received noting that the itchiness is related to stimulation and intervention is being taken for patient comfort and to preclude a serious injury. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient underwent surgery and the lead impedance was still noted to be low. Pin reinsertion was tried and the generator was tested with a test resistor which came back within normal limits. No devices were replaced and the patient has been referred back to their neurologist for the next steps. No other relevant information has been received to date.

Event description:
Additional information received noting that no other error messages were seen and the adverse event the patient was experiencing was itching at the device site.